Event description:
It was reported that the customer ripped off the infusion set by accident. The caller also stated that she attempted to refill his reservoir and kept getting bubbles. She was having issues with the serter and it does not always go into him. The wife stated that the customer has dementia and constantly takes off his infusion set out because her husband gets confused as how to insert into his body. The caller mentioned that her spouse had cancer and part of his stomach tissue was used for skin graft and only inserts and rotates on one side. Then the wife called back and stated that wrong reservoirs were sent to him. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).